Event description:
It was reported that a patient's blood glucose levels (bg) reached 375 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The device was received deployed and with the hard cannula visible within the exposed portion of the soft cannula. Blood was observed on the returned adhesive pad. Inspection of the needle mechanism found that the needle was not properly seated in the slide retract. Damage was observed under magnification of the slide retract. This improper installation of the hard cannula into the slide retract resulted in the needle not retracting back into the pod. Both the presence of the blood and the reported pain during insertion can be attributed to the failure of the needle to retract. The soft cannula was also observed to be torn, resulting in a fluid leak. It cannot be determined when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.